Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure performed in 2009. According to the complainant, during the procedure, the physician had taken a biopsy from the pt when it was noticed that a cup of the forceps had broken off. The forceps was removed from the scope with some resistance. Three attempts were made to retrieve the broken device cup; however, were unsuccessful. No additional intervention was performed nor has another procedure been scheduled to remove the device fragment. It was reported that the procedure was extended 10-15 minutes as a result. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine and discharged to home.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.